Manufacturer narrative:
In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2014 and suture was used to close a horizontal incision in the patients abdominal fascia. The incision was closed in knotted suture through the fascia and the operation was completed successfully. Later that evening, the closed incision opened and a re-operation was performed. The surgeon observed during re-operation, that the knotted suture had come untied. The surgeon opined that due to the body size of the patient there might have been more tension on the ligation part than usual or the suture may have split the fascia moving the knot which caused the untying or the knot was not appropriately tied in the first place. Currently, the patient is in stable condition.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible lot numbers: lot hbm487; lot hb5345.